Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt stop receiving stimulation and the pt's programmer stop communicating with the ipg a month ago. An sjm rep met with the pt and was able to communicate with the ipg. In turn, the pt may undergo surgical intervention at a later date to address the issue.